Manufacturer narrative:
The device has been returned/received to date. We are unable to determine if any product condition could have contributed to the reported uncommanded bolus and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient's mother that the bolus history was reviewed by her nurse that they noticed a large bolus that the customer reports was not commanded by her. Post market safety reviewed this case where the customer reported finding several boluses in the device history that were not initiated or requested. The device history was reviewed and confirmed device interaction occurred to program and initiate the boluses in question. No evidence of uncommanded boluses were found. The physical device was not returned for further investigation. No patient adverse event, or medical intervention occurred.

Manufacturer narrative:
In the case description, the user mentioned receiving two boluses of 10 u uncommanded. Inspection of the android log files confirmed that two boluses of 10u were delivered on the date of occurrence, as well as an additional 5u bolus being delivered between the 10u boluses. The log files showed evidence of interaction with the controller in order to start the bolus calculator, program the boluses, confirm the bolus amounts, and begin insulin delivery. No evidence of an uncommanded bolus was observed in the log files. Testing of the returned controller found no issues that would contribute to the reported event. No evidence of an uncommand bolus was observed during the investigation.